Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine drive error message. No patient injury was reported.